Manufacturer narrative:
Related components of the device system: model number/ catalog number: 72400098. Serial number: n/a. Batch/ lot number: 413860006. Model/ catalog description: control pump fgs. Model number/ catalog number: 72400024. Serial number: n/a. Batch/ lot number: 412535005. Model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72400160. Serial number: n/a. Batch/ lot number: 441900014. Model/ catalog description: belt cuff fgs 4.0 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a catheter that had been placed caused erosion. There were no issues with the previous device. The device was explanted and a new aus was implanted. There were no adverse effects to the patient. No more information is available at the moment, additional information will be provided as it becomes available.